Manufacturer narrative:
(B)(6).

Event description:
Reported blood glucose results of 148 mg/dl on advantage system 1, 458 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event. A request was made for the return of the strips, replacement sent.